Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history records (DHR) and lot history were unable to be performed as no serial number was provided. The complaint history review for the reported complaint event revealed the occurrence rate did not exceed the march 2020 control limit for the applicable trend category. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted deployment of the valve should be slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. The valve was deployed in an off label (tricuspid position) and over expanded with more than 4ml during implantation. During the manufacturing process, all sapien 3 valves are visually inspected and tested several times. All inspections are conducted on 100% of units by both manufacturing and quality for frame and leaflet testing. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for valve regurgitation central leakage and leaflet inadequate coaptation in patient were unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 valve was deployed in an annuloplasty ring in the tricuspid position. The sapien 3 with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation such as over inflation of the valve during deployment. As stated in the procedural training manual, the valve should not be over expanded as it may impact the leaflet functionality. Review of the complaint description shows that the valve was over expanded with more than 4 ml during implantation. It is likely that sizing concerns of deploying within the annuloplasty ring resulted in the valve being over expanded. By doing so, leaflet functionality was likely negatively impacted resulting in the reported regurgitation. As such, available information suggests procedural factors (over inflation/off label use) may have contributed to the complaint event. However, without further imagery from the complaint site, a definitive root cause could not be determined at this time. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all the reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29 mm sapien 3 valve was implanted in the tricuspid position via transvenous approach into an edwards classic 34 mm ring. The valve was overexpanded with more than 4 ml during implantation. After overexpansion a central leak was observed during the echo. The valve became oval in the rigid classic ring and inadequate coaptation of the leaflets was observed. The patient is in stable condition with tricuspid insufficiency. A redo procedure will be performed at a later date.